Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic resulting in peritonitis. The breach was further specified as a patient mistake (not further specified). The patient was hospitalized on the same day as onset of the event and started treatment with intraperitoneal vancomycin (1g, start dose only) and intraperitoneal amikacin (100 mg, ongoing). One day later, the patient began treatment with intraperitoneal ¿cisnem¿ (unspecified drug) (1g, ongoing). At the time of this report, the outcome was unknown. On an unreported date, dianeal therapy was discontinued. It was not reported if the patient was retrained on proper aseptic technique. Additional information is not available.